Event description:
The complainant stated when the hi/low up function is pressed from the siderail, the hi/low rises properly, but when the "up" button is released, the hi/low begins running down on its own. The complainant stated that the right foot control is also not working.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the customer discloses their investigation.